Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an unspecified vessel. A 12mmx4.00mm promus premier¿ stent was selected and advanced to the lesion. The balloon of the delivery system was initially inflated for 5 seconds; however, it was noted that the balloon ruptured before the pressure level was increased to nominal pressure level. When the device was removed from the patient, it was noted that there was water leakage from the wire lumen. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon and was not returned for analysis with the device. The stent delivery system was returned for analysis. A visual and microscopic examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. The balloon cone profiles and wall profile were reviewed and no issues were noted with the overall profile. There was no apparent damage to the balloon wall causing a leak through the balloon. The inner shaft was broken 1mm distal from the bi-component bond, causing the leak of fluid through the tip of the device and also through the skive at the port bond. The bi-component break was visually evident and appeared as a 1.5mm separation in the inner during microscopic examination. Stretching to the inner lumen was evident in the form of necking and torsional strain was also evident distal to the break location. A visual and tactile examination found no damage to the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 12mmx4.00mm promus premier ¿ stent was fully deployed and well apposed at the correct position after post dilation was performed.

Manufacturer narrative:
(B)(4).